Event description:
It was reported that the surgeon felt there was a burr on an aa4203tl silicone plate lens with toric that caused the capsule to tear when the lens was inserted. The lens was cut into pieces to be removed and was discarded. A vitrectomy was performed.

Manufacturer narrative:
No lens in unit carton. Evaluation: a work order search was performed and there was no similar complaint found.